Event description:
(B)(4). Essure covered by insurance. Most side effects include painful menstrual cycle, heavy cycle, spotting constantly, long periods, short period, pelvic pain, fatigue, chest pain, and severe hair loss.